Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The pump was previously repaired by the service center prior to being aware that there was a reported complaint against the pump. The repair notes indicate the customers reported problem was device returned for unknown. Visual and functional testing was performed. The screen was found to be scratched and the liquid crystal display (lcd) was missing pixels. The customers reported problem of pump displaying a blockage was confirmed. The customer reported event was caused by a faulty downstream occlusion sensor (dso). The liquid crystal display (lcd) was replaced due to missing pixels, the faulty downstream occlusion (dso) was replaced along with the scratched screen. The front housing was also replaced as part of the repair process. Device passed all functional and delivery tests.

Event description:
It was reported that the device showed a blockage, but there was no blockage; the pump went black then and did not work at all anymore. The pump was replaced with a back-up. No patient injury was reported.